Event description:
Updated information received on 24-jan-2021: two screws at l1 and two screws at l3, a total of 4 screws were replaced. New screws were inserted. Stenosis was noticed between 22 june 2020 and october 13.

Manufacturer narrative:
Additional information added in b5 and h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product is not marketed in us. 510k for similar product with catalog # 55840017545 is k113174. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturer representative regarding a patient with revision surgery. It was reported that posterior lumbar interbody fusion was performed on l1-3 on (B)(6) 2020. Compression was performed additionally, and an extension of fusion range were performed on (B)(6) 2020 due to stenosis on l5. There was looseness of screws on l1, l3, the screws were replaced, and re-fusion was performed on l1-2-3-4-5. No further complications reported.